Event description:
It was reported that patient experienced tubing is bent at connector which caused occlusion and leads to high bg and it was addressed correction bolus via pump and mdi on (B)(6) 2026.

Manufacturer narrative:
Initial 4 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.